Manufacturer narrative:
The results of the MFR's evaluation suggest that the event is attributed to improper handling of the product after leaving the mfg facility.

Event description:
Upon receipt of cement, it was noticed that the monomer vials were leaking. This event did not occur during a surgical procedure; therefore, there was no adverse effect to any pt.